Event description:
Procedure type: nephrectomy. According to the reporter: during the procedure the surgeon noticed that the port was coming loose in the abdomen. A little traction on the port noticed that the balloon had popped, the port was removed from the sterile area and a new port was opened to complete the case. The surgeon looked into the area and did not notice any harm to the patient or small particles from the balloon.

Manufacturer narrative:
(B)(4).